Event description:
It has been reported via sales rep that during the surgery, the (B)(4) could not be implanted. It was alleged that the titanium platic part of the screw was separates from the other. It has been reported that the surgeon decide not to implant other item available.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.